Event description:
Patient had a colonoscopy secondary to continued diarrhea. Later that night, he complained of fever. He declined to go to the emergency room secondary to his diarrhea. He took ibuprofen and his fever resolved.

Manufacturer narrative:
This is four of five reports from the same facility.